Manufacturer narrative:
The involved screw was completely threaded into the threaded hole of the nail, and was remained in situ. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. It may be that the screw was wedged in at an angle, while inserted in a free-hand technique. This report is submitted following an FDA inspection at the manufacturer facility. Device is still implanted.

Event description:
A piccolo composite tibial nail and screws were implanted. The head of one of the distal locking screws twisted off at the end of screw implantation. Screw was left in situ.